Manufacturer narrative:
Initial and final report. Companion MDR from customer report to FDA, mw5060892. Internal records indicate that there were no similar contacts. Note: part number in medwatch form is not a salter labs part number. Reporter contact information is not available so unable to follow up to determine if this is a salter labs part number.

Event description:
Companion MDR from customer report to FDA, mw5060892. Verbatim from FDA medwatch report. Internal records indicate that there were no similar contacts. Reporter contact information is not available note: part number in medwatch form is not a salter labs part number. "Caller reports the oxygen tubing closed off during use and caused caller to wake up smothering for air with breathing difficulties. Tubing kinks easily and gets knotted as well. When the oxygen supply closed off, the alarm did not go off as expected. The tubing material appears to be very thin and the inside diameter is also much smaller than expected. Caller explains that this could have potentially killed her and does not want this to happen to anyone."